Event description:
The customer reported that the sys displayed collision errors on boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The air tubing to the bumper switch was reseated. The sys was tested and found to be working as intended and put back into svc.